Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for cosmetic damage. Blood glucose of 202 mg/dl. Customer reported that reservoir ring is missing. The customer reported that the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and reservoir tube lip completely broken off noted. The test reservoir did not stay locked in place due to reservoir tube lip broken off.